Event description:
It was reported that the pt requested an upgraded device. Surgery was performed to explant the pt's device. When reimplant was attempted, the surgeon encountered ossification in the cochlea and was unable to reimplant the device in the ipsilateral ear. The pt was implanted in the contralateral ear with an upgraded advanced bionics cochlear implant.

Manufacturer narrative:
The device passed external visual inspection. System lock was verified. The device passed the mechanical and electrical tests performed. This older device configuration is no longer manufactured. This is the final report.